Event description:
It was reported that there was no display on the external pulse generator (epg) screen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.